Event description:
On 12/27/07 a rep of a veteran's administration hosp contacted an abbott account rep to inform him that a veteran's wife reported to the va that she had a precision xtra, that she was able to activate by inserting a one touch ultra test strip (made by lifescan). No adverse event was reported at this time. The va rep stated, that the customer said the ultra strips were sent to her from the va with the precision meter. The va rep does not think that is the case as the strips. The customer reports being sent expired in 2003 and the precision meter was sent to the customer in 2007. The customer did report that she changed her husband's medication based on the results using the ultra strips, but it is not clear what change was made nor what medication was changed. The beginning date and duration of the misuse of one touch ultra strips with the precision meter is not clear. On 01/04/08, a second abbott rep contacted the va and was at that time informed that the customer had passed away. No details are available as to how long the customer was hospitalized before his death, nor are any details available as to the cause or time of death. No info is known as to whether there were other contributing factors including, but not limited to, those associated with diabetes. Multiple attempts have been made to contact the customer's wife with no success to date.

Manufacturer narrative:
The port used in the adc precision xtra meter was first available in 1992 before the availability of lifescan one touch ultra test strips in 2000. Through investigation adc has determined that these strips will, in some cases, work with the precision xtra/optium meter. The strips may not always work in the meter as the strip specifications differ in terms of plastic substrate thickness. The port specifications for the adc meters are 432 um to 462 um. The plastic thickness of the one touch ultra test strips is 250 um. In some cases, this will be sufficient to operate the micro switch in the adc meter and allow an assay to be performed. Other specifications adopted by the one touch ultra test strips are matched to other adc meter ports. The one touch ultra test strips have 3 electrodes, whose spacing matches the contacts in the adc meter and the strip width is equivalent at 5.5 mm. The electrical output characteristics of the one touch ultra test strips is insufficiently different than that of the correct precision xtra test strips to cause a meter error. Both adc and lifescan packaging clearly state which strips should be used with which meter. The one touch ultra test strips are presented in vials while the precision xtra/optium test strips are individually wrapped in foil. Both systems also emphasize the importance of calibration with each new box of strips. The calibration requirements for both systems are not compatible. The one touch ultra test strip gives a calibration code (numbers from 1 to 49) on the test strip vials. The precision xtra/optium calibration is performed by inserting a calibrator (a plastic strip like component supplied in a package with each strip box) into the meter port and the strip "lot" number is shown on the meter screen as well as the individual foil wrapped strips and calibrator. This is an initial report. A supplemental report will be filed when investigation results are available.